Manufacturer narrative:
(B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Additionally, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note, that the date of event will be used (B)(6) 2015, the date when the endoleak was discovered.

Event description:
On (B)(6) 2015, a patient underwent treatment for a 75.5mm saccular aneurysm of the proximal descending thoracic aorta using a conformable gore® tag® thoracic endoprosthesis. Reportedly, from (B)(6) 2015 till (B)(6) 2019, the follow up computed tomography (CT) observed an indeterminate endoleak. Additionally, a CT showed that the maximum diameter of aortic aneurysm/lesion increased in size from 75mm to 80mm. On (B)(6) 2019, the endoleak was suspected to be a type ii endoleak. The cause/origin of endoleak will be determined at the next visit. No treatment was required. The physician is monitoring the patient.